Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08-apr-2025, the manufacturer was notified that the user was hospitalized on (B)(6) 2025 for diabetic ketoacidosis (dka). The user experienced sustained hyperglycemia, with a reported blood glucose (bg) level up to 393 mg/dl. The user was treated in the hospital with insulin injections. No long-term effects were reported.